Event description:
Per the audiologist, communication with the implant could not be established. The results of an integrity test done in 2008, showed the patient's implant was not working. There were no reports of the patient's falling or any physical blows to the head. An x-ray taken showed the electrode array was in place in the cochlea. The patient's device was explanted two months later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
.